Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device, connected the same pads and was able to successfully shock the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing including full defib functionality testing without duplicating the report. The pacer button features were evaluated with no discrepancies noted. The device was recertified and returned to the customer. Review of the device activity logs showed that after the first shock, CPR was performed with pads off message followed by the device going into pacer mode with a pads lead fault. These occurrences do not indicate a device malfunction. The electrode pads used during the event were not returned as part of this investigation. No trend is associated with reports of this type.